Event description:
Pt was characterized with a long straight aortic neck measuring aprox 20 millimeters, and large iliac arteries. Main body graft was introduced via a left sided introduction. Placement of the components went smoothly with proper graft overlap. The three-piece endovascular graft was placed in 2004. Post angiogram noted either a type I or a type ii endoleak, however, the physician could not determine where the endoleak was originating. Several injections of contrast were used to determine the cause and origin of the endoleak, but were unsuccessful. There was no evident plaque or calcification present in the aorta, nor alot of thrombus. Although the main body graft and junctions were ballooned and re-ballooned, a clear determination of the endoleak could not be made. The physician thought that it may have been a proximal endoleak. Since a great deal of contrast had been injected, the physician elected to perform a CT later, not wanting to cause renal complications. Four days later the follow-up CT was performed visualizing a fold in the graft material of the main body, extending downward from the proximal portion to right above the aortic bifurcation. Another manufacturer's stent was placed at the proximal portion of the main graft two days later, resolving the endoleak.